Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 10-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the family inquired "about details on how the onq works. "[Caregiver]" wasn't familiar with it. "[The caregiver]" said her brother had it with a ¿needle in his neck¿ after a shoulder surgery...it was a catheter for medication infusion into surgical site to reduce pain. "[Caregiver]" stated that her brother died the next day after the simple outpatient surgery and they are trying to figure out what went wrong. He passed on (B)(6), autopsy pending."

Event description:
Additional information received 03-jun-2026 noted follow-up with family performed. "[Family member]" "states that they don't have an answer as to the cause of death from the medical examiner and have been going back and forth with them to get answers. "[Family member]" stated that they still don't know what was in the on-q ball or what was prescribed and have had a hard time getting answers. No further information available at this time."

Manufacturer narrative:
Additional information: b5all information reasonably known as of 08-jul-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc.avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.